Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler would not close on the vessel. The procedure was completed with no reported injury. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found that the instrument was found to have a firing failures based on log review. Functional testing of the firing function of the device in an attempt to replicate the reported complaint is not possible due to a reload error. Additionally, the instrument was found to have a reload recognition failures based on log review and during in-house testing. The instrument was placed on an in-house system and showed a "missing or used reload installed" error. This was repeated three times with the same error. Dsp logs shows a reload "lockout detected" error. The root cause is not determinable/applicable. The instrument was found to have a lodged component in the jaws preventing it to fully close. The instrument will be transferred to engineering for further investigation. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the sureform curved tip stapler (488530-10/u90220510-0155 ) associated with this event has been performed. Per logs, the sureform curved tip stapler was last used on 08/23/2022 on system sk3122, with 10 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform stapler instrument and switch fragment were provided to stapler mechanical engineering for additional analysis. They were able replicate the switch breakage on in-house reloads by using a reload installation method that is not in accordance with the user manual instructions. Internal testing was also able to replicate a firing failure due to the broken switch.